Event description:
It was reported that the ilet phone became excessively hot while on the charger and subsequently stopped charging, and the user required a replacement case and charger. Symptoms included no reported clinical effects. Outcomes included no reported impact to the user¿s health or care. Investigation included complaint review and device history review. Investigation of this case revealed a suspected device charging malfunction and thermal overheating associated with the phone and charger components, consistent with hardware failure of the charging subsystem. It was concluded, based on previously established findings for similar reports, that the cause was attributed to device malfunction of the charging hardware.